Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would no longer communicate with external devices. Reportedly, the patient had not used nor charged the stimulator for a long time. A company representative met with the patient and confirmed the patient had not charged the ipg and the device was inoperable. Surgical intervention may be taken to address the issue.